Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they experienced high blood glucose level 19 to 25 mmol/l. Customer¿s current blood glucose level was 8.3 mmol/l. The customer did not provides symptoms as a result of high blood glucose. Customer reported that they treated it with insulin pump. Troubleshooting was done for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The reservoir will not be returned for analysis.